Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recp1482 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the device was broken in the interior valve without any manipulation. The device was replaced. It was stated there was no consequences for the patient.